Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient was hospitalized for an unrelated condition. In the hospital an interrogation was performed and found this pacemaker had reverted to safety mode. Due to safety mode programming periods of pacing inhibition up to ten seconds were observed due to suspected unipolar oversensing. In addition, premature battery depletion was reported. This device was subsequently explanted. A non-boston scientific device was implanted to complete this procedure. This pacemaker is expected to be returned for analysis, but has not yet been received. No additional adverse patient effects were reported.